Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced a break in aseptic technique described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis which required hospitalization. On an unreported date, the patient began remedial therapy with fortum (1g, frequency not reported, ip) and vancomycin (1 gm, frequency not reported, ip). The root cause of the peritonitis was a break in aseptic technique. It was not reported if the patient was retrained in aseptic technique. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the outcome for the event of peritonitis was resolving. Concomitant medications were not reported. The nurse did not provide an assessment of causality for the events of peritonitis and break in aseptic technique and the relationship with dianeal pd2 ultrabag therapy.